Event description:
The physician achieved arteriotomy closure with the closer tsl 6 fr. Device following an interventional catheterization. This was the pt's first perclose procedure, but the pt had a history of several previous catheterizations. The pt was reported to have experienced a great deal of discomfort during the deployment of the closer, but was discharged the same day with no groin complications or hematoma post procedure. The following monday the pt presented to the physician with pain in the right groin. An ultrasound was performed and found to be normal. It is unknown whether the pt had a temperature, and the pt was not placed on antibiotics. The pt presented to another hosp several days later with pain and swelling. The wound and blood cultures were positive for mrsa. The pt was taken to surgery where the surgeon completed incision and drainage and the pt was placed on antibiotic for ten days. Some time later, the pt was seen by another physician but it is unknown what occurred. Approx one month post catheterization, the pt was admitted to the hosp and the vascular surgeon performed patch graft to area.